Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, some resistance was met during advancement of the device due to possible scar tissue and no pulsatile blood flow was noted through the marker lumen. The device was removed and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received for evaluation. It has not yet been evaluated. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger, suture, link, needles, and cuffs were in pre-deployed position. Dried blood was observed throughout the device, indicating the device was introduced into the patient anatomy. Possible contributing factors for the reported difficulty of inserting the device into the patient anatomy and failure to achieve luminal blood marking include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions and/or deployment techniques. The sheath was returned intact with hydrophilic coating present throughout the sheath surface. Every sheath was inspected for proper assembly and coating during manufacturing and packaging. The luminal marking test was performed prior to decontamination and during the device analysis and the result met the manufacturing criteria. The marker lumen patency test is performed on every device during manufacturing. As reported, scar tissue could have contributed to the reported product experience; however, this could not be confirmed. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the device was inserted into the patient anatomy at an angle greater than 45 degrees, which could have contributed to the reported difficulty of introducing the device into the patient anatomy and the associated failure to achieve luminal blood marking. During testing, the guide wire insertion, luminal marking test, needle deployment, and suture retrieval were all successful as designed. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the reported experience could not be confirmed and a definitive cause could not be identified as the device performed according to specifications. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot was performed and there does not appear to be any indication of a lot specific product quality deficiency.